Manufacturer narrative:
(B)(4).

Event description:
It was reported during a procedure to implant the atrial lead, the lead kept on dislocating multiple times. The lead was not used and another lead was implanted instead. No adverse consequences were reported. The patient condition is stable.